Event description:
Patient reported vomiting. Saline was removed and symptoms improved. When they start refilling band again, problems came back. Physician has explanted the device. Patient believes diagnosis was band slippage, but is not sure. Follow up findings: physician confirmed device was explanted due to band slippage.